Event description:
Pt. Undergoing open heart surgery utilizing tee. Intraoperatively, the tee revealed aortic valve to be heavily calcified and sclerotic. It was most likely trileaflet in nature with a fused commissure. Color flow doppler showed a 2+ eccentric regurgitation. The physician was unable toobtain a transvalvular continuous wave doppler, and therefore was unable to calculate a valve area. On visual inspection the valve appeared to be severely stenotic. Preoperatively, a valve area of 0.8 cm was calculated. Upon completion of the procedure a 2d echo showed the well beating left ventricle, but an essentially akinetic right ventricle. At this point, color flow doppler of the aortic valve showed a 2 to 3+eccentric, anteriorly-directed regurgitant jet across the aortic valve. Nofurther exam was possible. Prior to reinitiating cardiopulmonary bypass, the initially implanted aortic valve prosthesis was removed and replaced with a new ats mechanical valve conduit showing a well functioning aortic valve prosthesis with two functioning valve leaflets.